Event description:
It was reported that the compressor was not switching on. The patient involvement was unknown. (B)(4).

Manufacturer narrative:
The compressor was investigated on site and the capacitor was replaced. The replaced part was manufactured by a third party and was not returned for investigation information have been received that the replaced part, that was dismounted and previously used for repair, came from a third party market. The manufacturer has no responsibility for the safe operation of the system if installation, service or repairs are performed by persons other than those authorized by the manufacturer. Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used with the system. A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. This will cause our ventilator to deliver 100% oxygen to the patient in order to maintain pressure/volume delivery, a low priority alarm ¿o2 concentration high¿ will then be triggered. If no o2 supply is connected to the ventilator system, the event could lead to stop of ventilation, alarms will be generated to alert the operator. Since no investigation was performed on the material involved in the incident no root cause could be determined.

Event description:
Manufacturer's ref #: (B)(4).